Event description:
Rptr had spinal fusion with implantation of rods, plates and screws. Had several dura tears during surgery. In hospital from 1/8/93-1/17/93. Incision broke open 1/18/93 and rptr had to return to hospital for surgery to repair incision and have incision and drainage of a seroma. Rptr was better for a few months after surgery, now she's as bad or worse with pain in back, hips and legs. Bone grafts have not taken or fused. Rptr was notified of this in 12/93.